Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were not prepared as indicated in the instruction for use (IFU). The physician pushed the stent out of the sheath in a basin before flushing. The physician attempted to deploy 3 pipelines on a giant, wide neck cavernous ica aneurysm. The devices would not open distally. Over half of the devices were deployed and the distal end was fish- mouthed so the physician recaptured and removed each one. A final device was successfully deployed with a good final angiographic result. The pipeline was resheathed more than 2 times. Balloon angioplasty was required to open the pipeline. The pipeline was removed from patient. There were no patient symptoms or complications associated with this event. Ancillary devices: guide catheter penumbra benchmark (B)(4) lot# f00009874, microcatheter phenom (B)(4) lot# 227802043, guidewire transend (B)(4) lot# 31577966 activation problem_failure/incomplete to open_at distal activation problem_failure/incomplete to open_fishmouth during deployment during deployment activation problem_adjunctive assistance no clinical signs, symptoms or conditions no problem detected device not returned no findings available additional device required activation failure activation, positioning or separation problem no clinical signs, symptoms or conditions stent

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was unknown, however, it was suspected that the opening of the device prior to transferring to the microcatheter may have tangled the distal braids. The pipeline was no placed in a vessel bend when it failed to open.